Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The product sample returned did not match with product reported. The sample received corresponded to a mahurkar dual lumen with straight extensions 11.5 fr. However, the arterial adapter from the palindrome catheter was received. The arterial adapter was not attached to the catheter extension; it was received separately off the catheter. A crack was identified on the thread area of the arterial adapter. The venous adapter did not present issues. Based on the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. The device was more likely damaged during use. The most probable root cause can be due to over tightening of the adapter. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer had an issue with a dialysis catheter. The customer stated that the joint of the catheter was cracked, and there was errhysis. The patient was involved without injury. The catheter was removed and the sample will be returned for investigation.